Event description:
It was reported that intermittent occlusion alarms occurrec. The customer's blood glucose "bg" level was "high", however, no specific value was provided. Reportedly, the customer did not perform any actions to address bg level. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.